Event description:
It was reported that the ilet touchscreen sustained a fracture after the device fell while connected to a charger, resulting in impaired touch input that prevented access to critical menu functions for cartridge and tubing changes, while the device continued receiving cgm readings and displaying values; the affected component was the touchscreen and the device problem involved a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen that limited device operation. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. The device was reported as no longer watertight and a replacement was arranged with return of the damaged unit. The user was educated on device management and syncing, and confirmed having backup therapy.

Manufacturer narrative:
Initial.